Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and had problem with his insulin pump and sensor. Blood glucose level at the time of the incident was 475 mg/dl. The customer mentioned other blood glucose levels was 438 mg/dl. The customer stated that it showed 111 on the pump but his meter shows 475 mg/dl. The customer stated that sensor glucose value from reported event was 111. Sensor glucose and blood glucose difference was 364. The customer stated that sugar glucose and blood glucose difference was not within target range of glucose difference. Insulin delivery was not suspended due to sugar glucose vs blood glucose difference. The customer assisted using the bolus wizard to correct blood glucose. The device will not be returned for analysis.